Event description:
It was reported that the device was breaking off blades. It is unk if this occurred during a procedure. The account confirmed that were no adverse consequences in this event.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. The report will be updated if the results require.